Event description:
Upon attempted deployment, the stent only partially expanded. The stent was withdrawn and the right femoral artery was torn. The pt was taken to surgery where the vessel was repaired.